Manufacturer narrative:
The lead and the ICD were returned for analysis. First the device memory data and the therapeutic functionality of the ICD were extensively checked. During the check of the device memory data, the clinical observation could be confirmed. In the available iegms, interference signals were detected in the ventricular channel, which led to 34 shock deliveries. However, the ICD proved to be fully functional during the analysis. In addition, the connection system of the defibrillator was mechanically examined. The screws were without flaws. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions specified in the standard. There were no indications of a malfunction of the ICD. The returned lead was extensively checked. Visual inspection showed multiple signs of wear along the lead body. Especially in the distal area, the insulation was damaged due to fraying. This damage can very likely be regarded as the cause of the observed interference signals. Due to the characteristics of the damage pattern, massive mechanical stress of the lead in the implanted state can be assumed. Reasons for an increased stress level of the lead in the implanted state are hard to determine without x-ray images, diagnostic images of any other kind, and more information on the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. In conclusion, the manufacturing processes of the two devices were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of about 21 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported.